Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the recorder showed that the patient had 65,535 episodes of asystole however, despite the electrocardiogram (egm) recording being switched on there were no stored egms to view. The device remains in use. No patient complications have been reported as a result of this event.